Event description:
In the course of an initial scout radiograph (lower gi w/barium enema), a pt inadvertently stuck his finger into a mechanical track on which the fluoro tower runs, suffering a sever avulsion injury. The pt was positioned supine on the table for the exam. Pt was asked to roll left pt's left arm extended beyond the table, then roll back. This rolling motion back and forth occurred several times at the physician direction when on one rotation the pt's little finger entered the opening in side of the fluoro tower.